Manufacturer narrative:
The pump was not returned for evaluation as it was not explanted, and an autopsy was not performed. A specific cause for the reported infection, and a correlation between the device and the patient's expiration could not be conclusively determined. The instructions for use lists infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 52 days. The pump was not returned for evaluation, as it was not explanted, and an autopsy was not performed. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient underwent a left ventricular assist device (lvad) exchange on (B)(6) 2015 for thrombus. Prior to the exchange the patient experienced a right insula cerebral infarction. On (B)(6) 2015, the patient was discharged to a rehabilitation facility. On (B)(6) 2015, the patient was found to have an altered mental status, only giving a "thumbs up" as a response to medical caregivers. The patient also experienced shortness of breath, cool extremities, and a deteriorating clinical condition. Emergency medical personnel were called to the rehabilitation facility to transfer the patient to the implanting center. The patient's blood sugar was 82mg/dl and mean arterial blood pressure was 88mmhg. The patient had received hemodialysis earlier that day. The patient was also being treated with antibiotics for bacteremia. Upon admission to the implanting center, it was reported that the patient had very labored breathing and was in ventricular tachycardia with a blood pressure of 50/20mmhg. The patient was cardioverted and urgently intubated. The physician's assessment note stated the patient was in severe distress and not responding to pain or verbal communications. The lvad motor sound was present on auscultation and the patient's pulses were not palpable. An echocardiogram showed the right ventricle to be dilated with decreased overall cardiac wall motion, and no pericardial effusion. Due to the patient's deteriorating condition, altered mental status, and poor prognosis with multiple comorbidities, the patient's family did not wish to pursue further life-saving interventions. The patient was administered palliative care and expired on (B)(6) 2015.